Event description:
It was reported that during implant of the pulse generator, noise was observed on the ventricular channel. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.